Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s pleural effusion characterized by dyspnea. Pleural effusion is not uncommon in patients undergoing peritoneal dialysis due to the potential for migration of pd fluid under pressure from the peritoneal cavity into the pleural space. Due to the temporal relationship between the use of the fresenius cycler to deliver pd solution, the device cannot be excluded from the event. However, currently there is no allegation or objective evidence that a liberty select cycler malfunction or product deficiency caused this event. The patient has been switched to hemodialysis modality pending further medical testing to evaluate for possible pleuro-diaphragmatic/thoracic structural/anatomical anomaly.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized on (B)(6) 2026 for peritonitis, metabolic encephalopathy and pneumonia. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the nurse reported that the patient was experiencing confusion and as a result on (B)(6) 2026 the patient was admitted into the hospital. The nurse confirmed the patient was diagnosed with pneumonia and metabolic encephalopathy. While hospitalized, the patient was treated with intravenous antibiotics in the hospital for pneumonia (details unknown). Additionally, the patient was continued on intra-peritoneal (ip) antibiotic therapy for previously diagnosed peritonitis on (B)(6) 2026. On (B)(6) 2026, the patient was discharged to rehabilitation facility and continues pd with the same cycler. The patient¿s nurse confirmed that the patient did not have any malfunctions with fresenius products in relation to this event. The nurse was not able to identify the cause for the patient¿s metabolic encephalopathy and pneumonia. However, it was stated that the cause of the patient¿s symptom of confusion is unknown and if the patient was properly performing his pd treatment.